Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2021 the patient presented with an st elevation myocardial infarction. A 2.75x33mm xience sierra stent was implanted. On (B)(6) 2021 the patient was re-hospitalized with syncope, collapse and other cardiovascular symptoms. Treatment was not specified nor was the final patient outcome. No additional information was provided.